Manufacturer narrative:
The nurse will be sending the sample for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a surge in power" (device operates differently than expected). The nurse reported, the surgeon described a surge in power during the laser treatment. After the surge, the probes quit working. The laser probe was switched out and the cases were completed as planned. No pt injury was reported.